Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the shocking was not determined. No steps were taken to resolve the shocking as the patient had turned stim off. Troubleshooting was not performed as the controller was not working. Additional information was received. It was reported the patient's controller was not working and would not power up since about 3 weeks ago. The patient was also having some zaps with stimulation in every movement. The sensations went on for about 15 minutes and they shut their ins off about 3 weeks ago. The ins battery was depleted now. The patient was instructed to remove the lithium battery from the controller, plug the controller into ac power, and the controller powered up. The patient inserted the lithium battery and the green light on the controller was flashing. The patient received memory problem, repeat the set up process screen. The patient was able to complete the set up process. It was suggested the patient charge their controller and then charge the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's remote was not turning on. They also reported that their stim was shocking them when they changed positions. They were able to turn stim off but when they went to turn it back on the remote was not working. Their remoted was not turning on. There were no noted environmental, external, or patient factors that contributed to the event. The patient had an appointment scheduled for (B)(6) 2021.

Event description:
Additional information was received. It was reported the patient had shocking that began in december. The patient had a fall in november but their impedance check was normal. It was noted the patient's doctor would schedule follow up x-rays to check lead position. Reprogramming was performed to see if the adaptive stim settings were correct. The issue was not resolved at the time of report.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.